Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose (bg) of "hi" with unspecified ketones and nausea. Patient treated with insulin pens for two days and went back on pump after symptoms diminished. Upon troubleshooting, it was noted that patient saw moisture in cartridge compartment. Customer support advised patient to go off of pump at this time and performance cannot be guaranteed when moisture is involved. This complaint is being reported as the moisture issue was not resolved and the patient experienced hyperglycemia.